Manufacturer narrative:
Results: the neuron max was fractured underneath the ID band approximately 1.5 cm from the hub. The neuron max returned with tape over the fractured location. Conclusions: evaluation of the returned neuron max revealed that the catheter was fractured. If the device is forcefully manipulated during use at extreme angles it may become kinked and eventually fracture. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the neuron max became kinked during use and was therefore removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.